Event description:
Additional information stated that the cause of event was 'initially helpful and no longer effective.' Patient recovered without sequela.

Event description:
It was reported that the patient had a total system explant due to loss of stimulation and/or therapeutic effect. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3888-33, lot# v778280, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# v778280, product type: lead. Product ID: 3888-33, lot# v778280, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Product ID: 3487a-45, lot# v755507, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Product ID: 3888-33, lot# v778280, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# v778280, product type: lead. Product ID: 3888-33, lot# v778280, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Product ID: 3487a-45, lot# v755507, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. (B)(4).